Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: b5, e2, e3, h3, h4, h6. Corrected field: e1. The device was returned to olympus for evaluation and event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since event could not be confirmed, a root cause was not able to be determined. Olympus will continue to monitor the field performance of this device.

Event description:
This occurred during a diagnostic procedure.

Event description:
It was reported the video system center had an error code that was displayed. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.